Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2011 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient¿s pump was removed about a month after it was implanted. It was later reported that the medication used within the system was baclofen. The cause of the event was an infection. It was noted that the patient had been doing ¿extremely well with the pump¿. He presented with fever, vomiting, and increasing fluid in the right lower quadrant. The fluid was tapped and found to have bacteria present. It was decided to remove the pump, and the patient was taken to the operating room. At surgery, there was purulent fluid in the lumbar area as well as the right lower quadrant. The patient was noted to have had a prior spinal fusion approximately 18 months prior to the report that had subsequently become infected. There was some cloudy fluid surrounding the pump in the right lower quadrant as well. The patient¿s csf was also mildly cloudy. All specimens were sent for gram stain and culture. There was some cloudy serous fluid in the area sent for culture. The catheter was noted to have been removed as well. There were no complications. The patient tolerated the procedure well and was taken to recovery room in stable condition. A PICC line was placed following the procedure. The patient required hospitalization. Their outcome was noted as ¿non-serious injury/illness¿. Two weeks following the procedure, it was noted that the patient was not doing as well on the oral/g-tube baclofen. Overall the patient was noted to be ¿doing reasonably well¿. After removing the sutures, there was no drainage or erythema, and there was no sign of breakdown. The patient¿s wounds appeared to be healing adequately. Their physician planned to continue with antibiotics for another month or so.